Event description:
Clinical specialist reported noticing moisture in the cartridge compartment of the patient's pump. Clinical specialist stated there is condensation in the cartridge compartment and alleges the leak is in the back of the cartridge. Clinical specialist states the piston rod on the pump looks rusty. Clinical specialist noticed the issue 2 weeks ago and thought the patient did not handle the cartridge properly so she inserted a new cartridge. Clinical specialist went back a few days later and stated there still was moisture in the cartridge compartment; is insulin. Clinical specialist reported there was only a small amount of insulin in the cartridge compartment. Clinical specialist alleges the insulin is rusting the piston rod. Customer took no actions based on the leak in the system. No adverse event reported. Product was replaced and requested return of the alleged pump, cartridge, and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Cartridge was discarded rather than being returned for evaluation. Will not be returned to manufacturer.